Event description:
It was reported through the research article ¿defining optimal left ventricular assist device short-term outcomes may provide insight into programmatic quality assessment¿ that heartmate 3 (hm3) may be associated with severe tricuspid regurgitation, right heart failure (rhf), reoperation for infection/bleeding, stroke, prolonged respiratory failure, prolonged/permanent postoperative dialysis, urgent transplantation for device malfunction, non-recovery cessation of support, device exchange for malfunction, and death. The article aimed to gain a better understanding of the determinants of optimal short-term (180 days) outcomes for patients on continuous-flow durable left ventricular assist device (dlvad) support. This was a retrospective cohort analysis of adult patients (age =19 years) undergoing primary continuous-flow magnetically levitated dlvad implant (heartmate 3, abbott, abbott parkway, il) from 01jan2017 through 31jan2024 in sts intermacs. Follow-up ended on 31jan2024. 1,294 patients had severe tricuspid regurgitation. The highest hazard for mortality after lvad was in the first 6 months following implant. At 180 days post-implant, 13.6% of patients exhibited rhf, 7.3% required reoperation for infection/bleeding, 5.4% had stroke, 6.4% had prolonged respiratory failure, 9.9% passed away, 1.0% required dialysis, 0.4% required device explanation, and 0.3% had cessation of support. Of the 706 patients with a stroke, mortality at 180 days was 41.1%. Patients with prolonged respiratory failure and/or need for prolonged/permanent postoperative dialysis had 40.0% and 41.5% mortalities, respectively, at 180 days, which were approximately 4 to 5 times that of patients without complications. The need for reoperation for bleeding/infection was associated with a mortality of 18.4%. 57 patients underwent device exchange. Among the entire cohort, 69.5% (n = 9,138) of patients had an optimal outcome (alive with no aes at 180 days), 20.3% were alive with one or more aes by 180 days (a score of 1-12.5), 7.7% of patients had a mortality end-point with no tallied aes (score of 13.0), and 2.5% had a mortality end-point with one or more aes contributing to mortality. At 180 days, 11,808 (89.8%) patients were alive and on device support, and 1,340 (10.2%) patients met a mortality end-point. Included in the mortality-defined end-point were 1,296 deaths, 2 urgent transplants due to device malfunction, and 42 patients who underwent nonrecovery cessation of support (e.g., hospice/withdrawal of care).

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Author information: cowger, j. A., molina, e., deng, l., kanwar, m., shah, p., cogswell, r., gosev, I., cantor, r. S., dardas, t. F., kirklin, j. K., rogers, j. G., cleveland, j. C., sandau, k. E., mcilvennan, c. K., kaczorowski, d., estep, j. D., & pagani, f. D. (2024). Defining optimal left ventricular assist device short-term outcomes may provide insight into programmatic quality assessment. The journal of heart and lung transplantation, 43(11), 1777¿1787. Https://doi.org/10.1016/j.healun.2024.08.006. Henry ford heart and vascular institute, detroit, michigan. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 devices and the reported patient outcomes could not be conclusively determined through this evaluation. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. The IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.